Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).

Event description:
It was reported that the catheter was torn. The catheter was replaced. It was noted there was no injury and the patient recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).